Event description:
It was reported that following implant of the pulse generator, no output was observed. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics.